Event description:
It was reported that removal difficulties occurred. A 4.50 x 20mm synergy megatron stent was selected for treatment to a lesion in the right coronary artery (rca). A 6f guide catheter was advanced to the lesion then the synergy megatron was advanced to the lesion. The synergy megatron was successfully implanted. The synergy megatron stent delivery balloon was deflated and could not be pulled inside the 6f guide catheter for device removal. In attempts to retract the synergy megatron stent delivery balloon into the guide catheter several unsuccessful techniques were applied. The guiding catheter, guidewire and synergy megatron stent delivery system was removed together as one unit. The procedure was successful. No patient complications were reported.

Event description:
It was reported that removal difficulties occurred. A 4.50 x 20mm synergy megatron stent was selected for treatment to a lesion in the right coronary artery (rca). A 6f guide catheter was advanced to the lesion then the synergy megatron was advanced to the lesion. The synergy megatron was successfully implanted. The synergy megatron stent delivery balloon was deflated and could not be pulled inside the 6f guide catheter for device removal. In attempts to retract the synergy megatron stent delivery balloon into the guide catheter several unsuccessful techniques were applied. The guiding catheter, guidewire and synergy megatron stent delivery system was removed together as one unit. The procedure was successful. No patient complications were reported. It was further reported that there was no difficulty advancing the synergy megatron over the wire and through the guide catheter. Balloon deflation was visualized under fluoroscopy before removing.

Manufacturer narrative:
Device evaluated by manufacturer: synergy megatron mr ous 4.50 x 20mm stent delivery system was returned for analysis with the guidewire, used by the physician, inserted through the tip and wire lumen. The following attributes were examined: stent profile: no stent was returned as the stent was implanted in the patient. Balloon profile: the balloon was in a deflated state. A visual and microscopic examination of the balloon material identified no tears or damages. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of tip damage. Hypotube profile: a visual and tactile examination of the hypotube identified multiple kinking along the length of the hypotube. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a microscopic examination of the inner lumen found multiple stretching damages on the inner and outer sections. The distal extrusion was severely stretched down onto the guidewire. As a result of this stretching, the device could not be removed from the guidewire. Functional analysis: an attempt was made to inflate the balloon without success. The failure to inflate the balloon was due to the severe stretching of the inflation lumen which prevented the balloon from inflation and deflation testing.

Event description:
It was reported that removal difficulties occurred. A 4.50 x 20mm synergy megatron stent was selected for treatment to a lesion in the right coronary artery (rca). A 6f guide catheter was advanced to the lesion then the synergy megatron was advanced to the lesion. The synergy megatron was successfully implanted. The synergy megatron stent delivery balloon was deflated and could not be pulled inside the 6f guide catheter for device removal. In attempts to retract the synergy megatron stent delivery balloon into the guide catheter several unsuccessful techniques were applied. The guiding catheter, guidewire and synergy megatron stent delivery system was removed together as one unit. The procedure was successful. No patient complications were reported. It was further reported that there was no difficulty advancing the synergy megatron over the wire and through the guide catheter. Balloon deflation was visualized under fluoroscopy before removing.